Manufacturer narrative:
D10 concomitant product: 18880, 18880 8.0mm taperguard evac trachealx10 (lot#24i1231jzx); 18880, 18880 8.0mm taperguard evac trachealx10 (lot#24i1231jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the endotracheal tube's cuff malfunctioned, where it did not inflate or deflate correctly, including instances of not working at all. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line tubing was collapsed inside the lumen of the tube. Functionally, an inflation or deflation test was performed. Air was applied to the cuff using a syringe, and it was observed that inflation was difficult and deflation was hard. It was reported that the endotracheal tube's cuff malfunctioned, where it did not inflate or deflate correctly, including instances of not working at all. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.